Event description:
It was reported the customer experienced low blood glucose (bg) levels, with a cgm reading of 42 mg/dl. The customer consumed carbohydrates and sugary drinks to correct the low bg. The event did not result in any injury, and there was no permanent damage to the customer. There were no technical issues reported with the insulin pump or its supplies. The cause of the low bg was unknown, and multiple attempts to obtain this information were unsuccessful.